Manufacturer narrative:
Our records indicate this device remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the competitor's right ventricular (rv) lead. The noise was oversensed resulting in asystole for greater than 2 seconds. The patient presented to the emergency room due to syncope. Technical services (ts) discussed the noise algorithm. A lead revision was performed and the competitor's lead was explanted. Upon examination, the physician noted the portion of the lead that was against the proximal terminal pin was abraded. Ts discussed this abrasion was not the cause of the noise. No adverse patient effects were reported.